Event description:
During a tfn procedure to treat a right femoral transverse fracture, the ria came apart while in the femoral canal. The ria and reamer head were removed, but metal debris was left in the canal. The surgeon completed the procedure.

Manufacturer narrative:
This info was not provided during initial report nor on the completed questionnaire received. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.